Event description:
It was reported that the balloon was leaking. A 10/3.00 flextome cutting balloon was selected for use. Upon unpacking, it was noted that the device was leaking when flushed. The procedure was completed with another of the same device. There were no complications reported and patient was stable. It was further reported that the 80% stenosed target lesion was in a mildly tortuous and severely calcified vessel. The device failed to inflate inside the patient's body, and after withdraw the physician flushed the device and found the device was leaking.

Manufacturer narrative:
A2. Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip, markerbands or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the balloon was leaking. A 10/3.00 flextome cutting balloon was selected for use. Upon unpacking, it was noted that the device was leaking when flushed. The procedure was completed with another of the same device. There were no complications reported and patient was stable.